Manufacturer narrative:
The device was tested on site, no technical failure was found. As the device was further in use the entries from the date of event were overwritten. However the data available also does not show any technical failures. Thus it is not possible to confirm or reproduce the reported issue. In standby mode ventilation is stopped and the safety valve opens to allow for spontaneous breathing. To put the device into standby either the mode has to be selected and confirmed in a second step or the hardkey "start/standby" has to be pressed for more than 3 seconds. In both cases the device alarms optical and acoustical. A message is displayed that standby mode is activate and that no ventilation is performed.

Event description:
It was reported that the evita xl went into standby mode on its own. It was further reported that the user was only able to put the device back into ventilation after multiple attempts. The device was further in use after the described issue until (B)(6). No injury reported.